Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 8 months from primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 july 2022: lot 2107100: (B)(4) items manufactured and released on 18-june-2021. Expiration date: 2026-06-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional item involved in the event, batch review performed on 26-jul-2022: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2012923. Lot 2012923: (B)(4) items manufactured and released on 15-apr-2021. Expiration date: 2026-03-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with other 2 similar reported events during the period of review.